Event description:
It was reported that prior to a system upgrade procedure, the patient's right ventricular (rv) lead showed high thresholds with two episodes of noise/oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).